Event description:
The facility representative contacted baxter to report an infusor that had a leak through the winged luer cap. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation.